Event description:
I was using smart drive with tic watch (mx2-33p) I went around a corner of a building at (B)(6) boardwalk & encountered a great dane in my path. I tapped the watch twice to stop & it did not respond so I tried again but it still did not respond. I tried to avoid hitting the dog & hit a post projecting me headfirst out of the wheelchair. I was dazed, confused, and was picked up by people that seen me fall putting me back in my chair. I was bleeding from the forehead and paramedics were called. I was bandaged up but refused transportation to the hospital for further evaluation. I had a headache for a few days following the accident but didn't get evaluated for concussion.